Manufacturer narrative:
The device was returned, and the evaluation found that the suction volume did not meet the standard value due to clogging of the suction tube in control unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope suction channel and forceps channel had foreign body. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over a year ,since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. There was no damage to the area where the foreign material was detected. And it was unknown, if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented, by implementation in accordance with the below IFU: instructions for gif-1200n, operation manual, chapter 3.: ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5.: ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.